Event description:
It was reported that device showed electro-magnetic interference recorded on some episodes. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted as thirteen ventricular fibrillation episodes <=210 ms average v-cycle occurred between (B)(6) 2009 08:36:58 and (B)(6) 2009 16:59:08.